Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 500mg/dl and ketone. Customer stated that they had sensor issues and customer did not want to troubleshoot. Insulin pump will not be returned for analysis.